Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use a moma device to treat a lesion in the left external carotid in a patient. The lesion exhibited calcification in internal carotid with 90% stenosis. 7mm artery. It was reported that the proximal portion of the distal balloon had a leak in it. The product was replaced by a medtronic product. Vessel was not pre-dilated. The device was used as per IFU. The procedure was completed. No patient injury or complications associated with the event.

Manufacturer narrative:
Device evaluation: during pre-decontamination, visual inspection detected no visible issue. During the analysis negative pressure was applied with a syringe on the proximal and distal balloon. The test didn¿t show evidence of leak because of the presence of dry radiopaque solution in the inflation lumens. Once removed the obstructions, trying to inflate the distal balloon a leak was found. The analysis of the damage on the proximal balloon was conducted using a microscope. The magnification highlighted a pinhole on the distal balloon, above the exit of the inflation lumen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.